Event description:
It was reported that the zimmer power-mix vacuum cement mixing flange cartridge had been fractured during injection of the bone cement into the femoral canal. But the bone cement injection was done successfully, so no alternative device was used to complete the planned procedure. Additional clinical follow up indicated the product had been altered with a non-zimmer attachment placed onto the nozzle of the cement cartridge. The base portion of the cartridge, which is used to load the cartridge into the power-flo bone cement injector, appears to have partially broken off of the cartridge base and into at least 3 pieces. It was also reported that the broken pieces did not come in contact with the cement which was being contained within the cartridge. The broken pieces were picked up and there was no radiographic study done to locate any additional piece(s) of the broken cartridge base.

Manufacturer narrative:
The device was returned to the manufacturer. A review of the manufacturing records was performed. There were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. There were no visual indications of what may have caused the flange the fail. The investigation confirmed that the product had been altered. The complaint was confirmed, however, the root cause of the complaint cannot be confirmed.